Event description:
Found during testing. According to the reporter, the device would not operate on ac power. There was no pt involvement reported with this event.

Manufacturer narrative:
Physio-contrl evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced assembly and determined that root cause for the reported event was electrically shorted fet transistors, designators q1 and q2.